Event description:
It was reported that removal difficulty occurred.a fathom -14 guidewire was advanced for treatment. During the procedure, it was found that the fathom wire tip speered off and would not pull back. No patient complications were reported.

Manufacturer narrative:
Correction of h6 device code from material integrity problem, a04 to detachment of device or device component, a0501.

Event description:
It was reported that removal difficulty occurred. A fathom -14 guidewire was advanced for treatment. During the procedure, it was found that the fathom wire tip speered off and would not pull back. No patient complications were reported. It was further reported that a 200cm x 10cm fathom -14 was used during the procedure and the wire tip was sheared off or split. There was no additional intervention performed upon removal. After pulling the wire a bit, it was released and then pulled out. The procedure was completed with another fathom wire and the patient was fine post procedure.